Event description:
On july 31, 2015, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on august 03, 2015. The reporter stated that on (B)(6) 2015 at approximately 8:00am she found the patient ¿unresponsive and drooling¿. In response to the symptoms, the reporter claimed the patient¿s blood glucose was tested with the subject meter and alleged inaccurate high blood glucose readings of ¿over 300 and 324 mg/dl¿ were obtained. During the follow-up call, the reporter stated that she associated the patient¿s symptoms with a ¿hypoglycemic attack¿. The reporter claimed that despite the alleged inaccurate high blood glucose results, the patient¿s diabetes medication (unknown type and amount) at 8:00am was skipped. The reporter claimed that emergency medical services (ems) was contacted and at 8:30am the paramedics obtained a blood glucose result of ¿33 mg/dl¿ with their device. During the follow up call, the reporter claimed the patient was treated with either ¿IV glucose or glucagon¿ and was hospitalized for 12 days as a result of the alleged issue. The patient manages her diabetes with insulin (self-adjuster). Prior to the onset of symptoms, the reporter informed the mss that the patient had last tested her blood glucose with the subject meter the evening prior. The reporter claimed an inaccurate high blood glucose reading of ¿between 300-400 mg/dl¿ was obtained and that the patient adjusted her insulin in response. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the test strips associated with the complaint had expired or been stored incorrectly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for severe hypoglycemia after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.